Manufacturer narrative:
The mattress overinflation occurred during the mattress installation at the customer facility by the arjo technician who reported the issue. There was no patient involvement and no injury was sustained. The mattress had faulty automatt and the automatt was replaced with a new one. Following the manufacturer's investigation, the automatt tpu tube may break over time due to the extruding force of the silicone tube and the external bending force. When the tube breaks the air may "accumulate" in the matt, however if the automatt grommet membranes are punctured, air will escape through the membranes when a load is applied on the mattress, and therefore reducing the risk of the automatt over-inflating and patient falling. The faulty automatt was not available for evaluation, therefore the reason for the reported overinflation is unknown. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). H3 other text : mattress discarded.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
During the mattress installation at the customer facility, the mattress overinflation occurred. There was no patient involvement and no injury was sustained.